Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') and device breakage ('fragments of essure remains after removal') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 11 months 20 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("fragments of essure remains after removal"). At the time of the report, the medical device removal, device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage and medical device removal to be related to essure. The reporter commented: (B)(6) 2015: fragments os essure remain after removal. Quality-safety evaluation of ptc: unable to confirm complain. Most recent follow-up information incorporated above includes: on 7-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of essure remains after removal') and device dislocation ('a few small radiopaque densities in the pelvis concerning for essure coil fragments/ there is a tiny radiopaque density overlying the right kidney region') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. Concurrent conditions included ovarian cyst and nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 11 months 20 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("fragments of essure remains after removal") and allergy to metals ("nickel allergy"). The patient was treated with surgery (removal of essure device). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, complication of device removal and allergy to metals outcome was unknown. The reporter considered allergy to metals, complication of device removal, device breakage and device dislocation to be related to essure. The reporter commented: (B)(6) 2015: fragments of essure remain after removal (B)(6) 2013: hysterosalpinogram aborted exam diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the right micro-essure insert device is visualized in the right pelvis, the left micro-essure insert appears fragmented without the visible coil and is situated in the inferior pelvis. Intactness of the left micro-essure inserts are not determinable.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jul-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of essure remains after removal') and device dislocation ('a few small radiopaque densities in the pelvis concerning for essure coil fragments/ there is a tiny radiopaque density overlying the right kidney region') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. Concurrent conditions included ovarian cyst and nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 11 months 20 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("fragments of essure remains after removal") and allergy to metals ("nickel allergy"). The patient was treated with surgery (removal of essure device). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, complication of device removal and allergy to metals outcome was unknown. The reporter considered allergy to metals, complication of device removal, device breakage and device dislocation to be related to essure. The reporter commented: 22-jan-2015: fragments os essure remain after removal (B)(6) 2013: hysterosalpingogram aborted exam. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the right micro-essure insert device is visualized in the right pelvis, the left micro-essure insert appears fragmented without the visible coil and is situated in the inferior pelvis. Intactness of the left micro-essure inserts are not determinable. Quality-safety evaluation of ptc: unable to confirm complain. Most recent follow-up information incorporated above includes: on 28-jun-2021: mr received. Event medical device removal was updated to a few small radiopaque densities in the pelvis concerning for essure coil fragments. Reporters, lab data and medical history were added. Event nickel allergy added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') and device breakage ('fragments of essure remains after removal') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 11 months 20 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("fragments of essure remains after removal"). At the time of the report, the medical device removal, device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage and medical device removal to be related to essure. The reporter commented: (B)(6) 2015: fragments os essure remain after removal quality-safety evaluation of ptc: unable to confirm complain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.